Event description:
It was stated that the insulin pump was not delivering insulin accurately, and the patient was no longer comfortable wearing the device. It was stated that the patient had gone to the nurse several times due to this issue, but the changes made to the settings did not help. The patient continues to experience high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal profiles and boluses delivered and recorded properly during testing. No daily totals, basal or bolus anomalies noted.